Event description:
It was reported that during laparoscopic cholecystectomy procedure, the surgeon fired the first few clips successfully; he then fired another clip and it was open ended and was not closing securely. They used a second like device to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Broken; bent; damaged floor. Evaluation summary: the analysis results of the found that it was received empty, locked out and with the floor bent; therefore, no functional testing could be performed to evaluate the malformed clips reported. No conclusion could be reached as to what have caused the found damage. A batch record review was performed and no anomalies were found during the manufacturing process.